Manufacturer narrative:
A medwatch initial final report is being submitted due to a retrospective review of egs complaints (B)(4) by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring submissions, corrections and/or additional information per 21 cfr 803. An initial report was not submitted or failed to pass submission for this event. The suspect medical device was not returned for engineering evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened. Reviewed for egs - merit medical systems inc. 1600 west merit parkway south jordan, ut 84095 801-253-1600.

Event description:
The account alleges that post-transoral incisionless fundoplication (tif) and hiatal hernias [hh] repair procedures, the patient presented to the hospital with stomach pain, imaging revealed hemorrhaging behind his stomach. The patient was not admitted and was later sent home that day. The physician states that it is unknown if the collection of fluid/hemorrhaging was because of the tif, or the hiatal hernia repair procedures. No medical intervention or blood transfusion was required. The device was not returned for evaluation. No additional patient consequences to report.